Event description:
A medtronic representative reported an alleged inaccuracy that occurred while in a functional endoscopic sinus surgery (fess). The scan used for the procedure was acquired on (B)(4) 2013. The images gave more forehead to trace on and the tip of the nose was completely present. Confirmed the head frame and strap were placed appropriately, leaving ample forehead to trace on. The tracing pattern was "pretty good" and the surgeon confirmed accuracy externally and internally. The surgeon noted that not all the anatomy was normal. The only point of inaccuracy was on the sphenoid wall at the back of the sphenoid sinus. Navigation guided him into the correct opening in the sphenoid, however, the surgeon alleged that on the back wall there was a 2-3mm difference in accuracy with the shaver blade being the more accurate tool. This was the furthest anatomical feature from the headframe and tracer registration point cloud. The surgeon accounted for this and the surgery proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Archive of the patient exam/registration data was analyzed. Exam is not to protocol as it is missing required anatomical data. Software is functioning as designed. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient identifier not available from the site. It was reported that the site normally uses xoran minicat scans. Prior to surgery, the site received a detailed notification of minor changes to the standard xoran imaging protocol to ensure the xoran minicat produced the most ideal images for igs cases. The scan used in the procedure was taken prior to the receipt of the notification, however, it was confirmed that the site did do the images with the xoran igs settings. No files/scans have been returned to manufacturer for evaluation. No files returned to manufacturer.